Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the device was unable to transmit information via radio frequency (rf) telemetry. It was recommended to do an in clinic follow up. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating a successful transmission was sent by the device.